Manufacturer narrative:
The cause of the squelch pattern was a network configuration problem. The reported problem was verified and was resolved by configuring the network time protocol. The device passed all functional tests, was restored to service, and there have been no reports of recurrence. This report is considered complete and this particular issue closed.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 the connection was lost between the telemetry receiver, xtr, and the xhibit central station at 9:50pm; ECG waveform data for all five active patients was replaced by the telemetry squelch pattern. A spacelabs field service engineer arrived on site for investigation. Monitoring resumed approximately ten minutes later when the transmitters were reassigned to a different xtr receiver channel. No injury was reported as a result of this event.